Event description:
6/10 pacemaker insertion (vvi medtronics). Over the evening, sudden output failure noted. Interrogation of the pacemaker revealed lead impedance greater than 5,000. 6/11, patient returned to surgery. Determined that the lead itself was malfunctioning and required replacement. Inspection of the lead revealed no obvious insulation break or crush injury. New pacemaker lead inserted.